Event description:
It was reported that during a amputation of rectus procedure, the device stopped working. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Information not provided during initial contact. The device was returned with the distal tip of the blade broken off and missing and with the tissue pad missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was that the device stopped working. A possible cause of the device stopped working is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. A corrective and preventive action has been initiated to address this issue of the missing tissue pad. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.